Manufacturer narrative:
Device technical analysis: upon receipt, this product was thoroughly analyzed in our quality assurance laboratory. A visual and tactile examination identified an outer sheath kink 1mm distal from the distal end of the nose cone. A visual and tactile examination identified an inner sheath kink approximately 50mm proximal from the distal tip. The device was received with the stent partially deployed. The investigator deployed the stent without any issues. No issues noted with the deployed stent. A visual examination identified no issues with the tip of the device. A visual examination identified no issues or damage to the handle of the device. The investigator opened the handle of the device. There was no evidence of inner prolapse. Device history record review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at the time. Risk review: a risk review performed for the innova confirmed that the event is a known event defined in the product's risk management documentation. Investigation conclusion: based on a thorough review of the reported complaint, the most probable cause for this complaint was adverse event related to patient condition.

Event description:
Reportable based on analysis completed on (B)(6) 2026. It was reported that the stent could not be deployed. An innova self-expanding stent was selected for use. The target lesion was mildly calcified (50%), moderately tortuous (50%) and the stenosis was estimated at 30%. During deployment, the stent was unable to open and deploy. The device was exchanged for a new device, same model. There were no patient complications as a result of the event. However, device analysis revealed a partially deployed stent.